Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused nose bleeds. The patient did report to receive medical intervention and saw a ent specialist and reported to receive trreatment.. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused nose bleeds. The patient did report to receive medical intervention and saw a ent specialist and reported to receive treatment.. The device was returned to the manufacturer's product investigation laboratory for investigation. Observed the following from internal and external inspection -unknown dirt/dust/indeterminate contamination under sd cover, accessory module flip door, blower, blower impeller, in blower airpath, o ring and flow sensor, and keratin like substance was observed around the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer applied power to the device and verified airflow. The manufacturer concludes not able to confirm the complaint or address the symptoms specified and there is no evidence of degraded sound abatement foam observed in the base unit. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.